Event description:
It was reported that balloon rupture occurred. The patient presented with severe lower limb ischemia. The 95% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation and was initially inflated at 12 atmospheres. However, on the second inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximal from the distal markerband. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The patient presented with severe lower limb ischemia. The 95% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation and was initially inflated at 12 atmospheres. However, on the second inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.